Manufacturer narrative:
The pump was returned to mmdg for evaluation. A DHR review was performed and found no issues during the original build. When the device was returned to mmdg, significant fluid ingress was found on the pump pc board. The pump was unable to turn on due to the fluid ingress, and therefore, could not be tested.

Event description:
The initial reporter stated that "turns off on its own with no alarm or error". The initial reporter also stated that the patient had no adverse effects due to this complaint, but did not provide any further information regarding the complaint. (B)(4).